Event description:
A female type ii diabetic was feeling ill and light-headed. On her dr's recommendation she went to the ER where she was treated with IV (sugar) and other medications of unknown origin. The meter used in the ER gave a reading of 32 mg/dl (time of reading unknown). The pt's own device gave readings throughout the day as indicated below. Pt had skipped her usual evening snack. Pt ran controls on the device when she got it 28 days ago and all values were in range. The pt has not cleansed the unit because she did not see any blood on it. Pt also claims to underdose the unit.

Manufacturer narrative:
Standard disclaimer on file.